Event description:
Event description boston scientific received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) expired. The pt's family believes that the device may have caused or contributed to the pt's death, as it did not deliver any shocks to the pt. The device was included in the tachy battery post weld advisory. It was reported that the pt was cremated. The device was not returned to boston scientific following the pt's death.

Manufacturer narrative:
Not returned. No additional information is available at this time. If additional information becomes available, the event will be reopened.